Event description:
Perigraft liquid was observed on 4/7/2000 after pt had both left and right subcutaneous fem-pop bypasses on 3/3/2000. Punctures were performed at 9 days and 13 days to evacuate fluid collection :20 cc and 13 cc were collected respectively.